Event description:
During the past yr, there were three separate instances in which the overhand lift motors disengaged from the ceiling track systems, in facilities for mentally retarded developmentally disabled persons, and these motors struck the staff below. The following three pages describe defective components in the surehand overhead lift system. (See scanned pages).